Event description:
For 20 years, I have had series of synvisc to relieve pain in right knee. My dr. Retired, sent my records to a dr. (B)(6) at (B)(6) hospital. Instead of synvisc, he did the 3 injections (one week apart) of supartz. My knee was in such pain for one week I was awake at night. Now 3 months later, I still have daily minor pain. I learned that the hospital did not supply synvisc, but was told I could buy my own synvisc and he would use it. He did nothing (not even an exam) to help me, so I went to another orthopedic dr. (B)(6). He will use synvisc, but not until (B)(6) of this year, due to medicare regulations. So I am stuck with a sore knee that I never had before. The side effects of supartz may not be the reason for my pain. I suspect that one or more of the 3 injections was not done correctly. Dr. (B)(6) had his pa do the last two, ending on (B)(6) 2011. I would like to have a formal complaint issued to dr. (B)(6) at (B)(6) hospital, for mistreating me. He did not use synvisc as I had requested and he did not do a 6 week follow up exam as I was told he would do. Furthermore, I had to find and go to a new orthopedic specialist, only to learn that my pain will be ongoing until treatment in (B)(6) of 2012. Dates of use: (B)(6) 2011, one week each.